Event description:
It was reported when using the bd pyxis ciisafe system unexpectedly stopped responding, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not launching. A technical support specialist performed a quick station reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.